Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, the cause that contributed with the reported inflation issue cannot be confirmed. The device history record (DHR) review was unable to be performed as the lot number was not provided. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The reported patient symptoms of inflammation, edema, purulent discharge and pain are known risks associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) experienced penile and scrotal inflammation, and the incision was draining. Pain had spread from the lower abdomen downward. Additionally, the patient was unable to fully inflate the device. A computed tomography (CT) scan was performed, revealing bilateral scrotal edema and fat edema in the distal penile shaft surrounding the prosthesis. The patient was admitted to the hospital to receive antibiotics. The events of penile and scrotal inflammation were resolved. No additional information was provided.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) experienced penile and scrotal inflammation, and the incision was draining. Pain had spread from the lower abdomen downward. A computed tomography (CT) scan was performed, revealing bilateral scrotal edema and fat edema in the distal penile shaft surrounding the prosthesis. The patient was admitted to the hospital to receive antibiotics. The events of penile and scrotal inflammation were resolved. No additional information was provided.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The device history record (DHR) review was unable to be performed as the lot number was not provided. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) experienced penile and scrotal inflammation, and the incision was draining. Pain had spread from the lower abdomen downward. A computed tomography (CT) scan was performed, revealing bilateral scrotal edema and fat edema in the distal penile shaft surrounding the prosthesis. The patient was admitted to the hospital to receive antibiotics. The events of penile and scrotal inflammation were resolved. No additional information was provided.